Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the sample was returned with the top slide in the initial position bottom slide partially primed. There were no other visual anomalies identified on the device. Functional/performance evaluation: the device was unable to initially be tested as the slides were unable to be moved. The outer housing was removed and it was identified that the bottom slide was stuck on the cannula hub and could not advance. The slides were placed back in the correct position and the device was reassembled. The device was then able to be fully primed without issue. The device was further tested by cocking and firing the device ten times with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained without issue. Medical records review: as medical records were not provided, a review could not be performed. Photo review: two electronic photos were received and reviewed. Both photos show the same image of a (B)(4) biopsy needle with a yellow guard and needle protective tubing placed on the needle tip. The photos show the device with the top slide in the initial position, while the bottom slide appears to be locked into place. Conclusion: the device was returned and photos were provided. Although the returned device worked properly under laboratory conditions and the reported problem could not be recreated, the investigation is confirmed for self-activation based on the reported event details and photo review. Based upon the available information, the definitive root cause for this event is unknown. It is unknown whether procedural factors contributed to the event. Labeling review: the current (B)(4) instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy procedure the device fired by itself after both slides were primed. Another device was reportedly used to perform the procedure. No patient involvement was reported.